Event description:
It was reported that a no flow was observed with an lv 2 infusor. This occurred after filling of the device with 240 ml of an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.a request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.